Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: laird, j. R., zeller, t., holden, a., scheinert, d., moore, e., mendes, r., ¿ schulte, k.-l. (2019). Balloon-expandable vascular covered stent in the treatment of iliac artery occlusive disease: 9-month results from the bolster multicenter study. Journal of vascular and interventional radiology, 30(6). Doi: 10.1016/j.jvir.2018.12.031 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article from the journal of vascular interventional radiology titled " balloon-expandable vascular covered stent in the treatment of iliac artery occlusive disease: 9-month results from the bolster multicenter study " that total of 230 covered stent grafts were placed in 155 patients for iliac artery occlusive disease. Fifteen restenosis, six covered stents were not delivered to the intended location, one device could not be advanced through an introducer sheath, four covered stent became dislodged from the delivery catheter and five stent grafts slipped on the balloon during the procedure. The patients status was not provided.